Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the paramedics were called to treat a low blood glucose of 28 mg/dl. The customer had fluctuating blood glucose and occasionally had hyperglycemic unawareness.